Manufacturer narrative:
Exemption-e2013032. Total number of events summarized - 576. Ams miniarc precise single-incision sling system - 186. Ams miniarc pro single incision sling system - 3. Ams miniarc sling system - 387 - attachment: [procodewise summary report -pah - june 2016 submission.xls].

Event description:
It was reported by the plaintiff's attorney that the plaintiff experienced chronic pelvic pain, third degree rectocele, perineocele, separation of vaginal mucosa overlying transobturator tape mesh and exposed mesh. The device was partially explanted. No further complications have been reported in relation to this event.